Event description:
It was reported, the brakes were not functioning to specification. The customer reported, the stretcher could still move if you leaned on it after the brakes were engaged.

Manufacturer narrative:
A stryker field service technician evaluated the stretcher and adjusted the brake adjuster and the product is functioning to specifications.